Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the 1st distal row the stent struts were lifted and pulled distally. The undamaged proximal section stent od (outer diameter) was measured and is within the maximum crimped stent profile specification. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal edge of the bumper tip of the device showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no kinks along the hypotube. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09jan2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex (lcx) artery. A 4.0x16mm non-bsc stent was deployed in the left main to the ostial left anterior descending artery. After placing a guidewire, predilation was performed with a 2.5x15mm non-bsc balloon catheter and a 4.00x12mm synergy¿ drug eluting stent was attempted to advance to lcx, but failed to cross the lesion despite several attempts due to severe calcification. The device was removed and the procedure was completed with a 4.0x15mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damaged.